Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 600 mg/dl and an injection of insulin was used to address the high bg level. As this event had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the high bg level.